Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon, and also surmised that this phenomenon was attributed to insufficient cleaning by the user. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at the service department of olympus service operation repair center (sorc), it was found that the foreign material (unspecified brush) came out from the exit of the instrument channel of the subject device. There was possibility that insufficiently or incorrectly reprocessed subject device was used for next procedure. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon might have occurred because the tip of the cleaning brush, which was damaged during the instrument channel brushing, remained in the instrument channel. It was also surmised that the damage of the cleaning brush tip might have occurred due to deterioration of the cleaning brush, such as bending, scratch, or repeated use stress. The instruction manual of the subject device states appropriate handling. If additional information is received, this report will be supplemented.